Event description:
It was reported that the patient has complaints of clicking and squeaking noise.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation.

Event description:
It was reported that the patient has complaints of clicking and squeaking noise.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.